Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and basal rates. The customer's blood glucose was 344mg/dl at the time of call. Trouble shooting was performed and found air bubbles in the tubing 4mm "voids" and unable to remove them. Advised to change set. Customer decline to trouble shoot for high blood glucose. Advised reservoir will be replaced. The customer will return device for analysis.